Event description:
A zoll customer support representative received a notification for a patient treatment for (B)(6) female patient and attempted to contact the patient. Upon contacting the patient, zoll was informed that the patient had passed away on (B)(6) 2013. The patient's family reports the patient was talking to him one second and the next second she was not. The patient was transported to the hospital and was unconscious when she was loaded into the ambulance. The patient was wearing the lifevest at the time of death. ECG analysis revealed the device was started at 09:15:44 on (B)(6) 2013. Asystole was detected 19:45:54. An arrhythmia was detected at 19:48:21. Asystole was detected at 19:48:44. An arrhythmia was detected at 19:49:08. ECG shows asystole with ss artifact and noise. Gel was released at 19:50:07. Asystole was detected at 19:50:08. Pulse was delivered at 151 joules. Rhythm at time of treatment was asystole with ss artifact and noise. Post shock rhythm was asystole with ss artifact and noise. Asystole was detected from 19:51:14 to 19:52:36. An arrhythmia was detected at 19:54:53. ECG shows slow vt at 120 bpm. An arrhythmia was detected at 19:56:11, where the ECG shows slow vt at 117 bpm transitioning to vf. The patient was treated by an external defibrillator. The post shock rhythm was slow vt at 120 bpm. Electrode belt was disconnected at 19:56:47.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) has been investigated. As received, the monitor was unable to baseline. Upon investigation it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. There is no evidence that the open resistor occurred before the patient death, as the monitor was fully functional in the field and able to detect asystole events. No evidence to suggest that lv caused or contributed to the patient death. The root cause for the open resistor cannot be positively identified, however, the external defibrillation applied while the patient was wearing the lifevest likely caused driven ground to short, resulting in the open r781 resistor. According to the death investigation report, the device properly detected asystole. Oversensing and ss artifact and noise contributed to the false detection. The device properly detected ventricular arrhythmias. However, the rhythm was a slow vt at 120 bpm below the threshold for treatment. The patient was treated by an external defibrillator at 19:56:11. No evidence to suggest that lv caused or contributed to the patient death.